Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/09/2015 with the following findings: the keypad was found to be torn over the up arrow and down arrow buttons. During testing, the up arrow and down arrow buttons were unresponsive; the ok button was intermittently unresponsive. The contrast button responded appropriately. The keypad was removed and there was evidence of contamination found under all of the button contacts. In addition, the down and ok button contacts were found to be inverted. Unrelated to the complaint, investigation revealed a dim, discolored display.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the down arrow button was under responsive and that there was a tear or puncture in the keypad cover. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.